Event description:
A report was received that the pt was experiencing charging difficulty. A bsn rep analyzed the pt's ipg and determined that the implant is not responding and might be either flipped or damaged. The physician has not determined the next course of action for the pt.